Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an ablation procedure a farawave was selected for use. During procedure, the guidewire became stuck during the right inferior pulmonary vein approach. The guidewire could not be removed from the catheter and both devices were removed from the patient together. It is unknown if any tissue was visible at the tip of the catheter or the guidewire. The catheter was removed as is in the undeployed state. The procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: when the catheter was received at boston scientific's post market laboratory it was first visually inspected and investigators found that the original guidewire was still inside the catheter. When examined under a microscope they could see tissue was stuck at the tip of the catheter between the guidewire and the guidewire lumen. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a stuck guidewire and tissue damage was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event as the tissue likely became trapped in the catheter when the guidewire and catheter were manipulated while in contact with the patient's tissue.

Event description:
It was reported that during an ablation procedure a farawave was selected for use. During procedure, the guidewire became stuck during the right inferior pulmonary vein approach. The guidewire could not be removed from the catheter and both devices were removed from the patient together. It is unknown if any tissue was visible at the tip of the catheter or the guidewire. The catheter was removed as is in the undeployed state. The procedure was completed without patient complications.